Event description:
During initial stimulation, it was reported that testing revealed that the device electrodes are outside the cochlea. The surgeon will perform surgery to reinsert the electrode array.